Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that a bridge fractured off at implant (svwh10) location 30. Implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl scr-v ha 4.7mm 4.5mm 10mm (svwh10) was returned for investigation. Visual inspection of the as returned products identified signs of use, dried blood and bone around the implant, damage from removal and fractures on the collars of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. A pre-existing condition noted on the per was high (type I) bone density. The reported devices were located on tooth # 30 and was used for approximately 8 years 11 months. Pictures or x-ray images were not provided. DHR reviews were completed for the subject lot numbers (61146457). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (61146457) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or devices (svwh10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: date of this report, expiration date, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by manufacturer, manufacturer date, entered evaluation codes, added manufacturer narrative.